Manufacturer narrative:
The condition of the device is unknown as there were no photos or device received. The review of device history records found no deviations or anomalies. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Primary op-notes confirm that the final components were placed, range of motion and stability were checked and found to be excellent throughout with well-balanced gaps and acceptable tracking of the patella. Patient was in stable condition post-op. There were no intraoperative complications and minimal blood loss. Revision op-notes confirm that the patient was revised due to failed left recalled zimmer left total knee arthroplasty tibial component. Per the notes; tibial component was removed and pegs were removed too. It was noted that there was 50% bony ingrowth, 50% fibrous ingrowth on backside of the tibia. Femoral and patellar components were in good condition. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Manufacturer narrative:
Updated information indicates that the patient has now been revised. A product history search identified no other complaints for the part and lot combination of the tibial component. A definitive root cause remains unknown.

Event description:
It is reported that the patient has now been revised.

Event description:
It is reported that the patient is experiencing extreme pain and is scheduled for revision surgery.